Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm, "barometer sensor range error" (diagnostic code 1114), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the alarm, "barometer sensor range error" (diagnostic code 1114), had occurred. Review of the diagnostic report (drpt) found the error code had occurred, but the reported issue was unable to be reproduced. The customer was sent a quote but was later declined. The customer was sent a quote but later declined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.